Event description:
A united states distributor returned an electrode belt sn (B)(4) indicating that the ecgs were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) was confirmed. Upon evaluation, the belt failed the ECG fall off test. Upon investigation, the rear pulse wires were broken inside the distribution node. The cause of the nonfunctional ecgs is the broken pulse wires. The root cause of the broken pulse wires cannot be positively identified. No adverse event resulted from the damaged wires.